Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, successfully resolving the issue, with no recurrence of the malfunction code. The customer was instructed to continue using the pump and to call back if any problems reoccur.